Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval. Device not returned. Eval summary: a valid lot number was not rec'd, therefore a device history review could not be performed. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a thoracic procedure, the clips were not closing completely from proximal to distal. Once the surgeon went above to work and came back down to the chest and the clips were falling off the tissue. They kept firing the device until they got a clip that would hold on tissue. There was no pt consequence. The device was discarded.